Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 619 mg/dl with high ketones determined to be lifer threatening by a health care professional; cause was unknown. Customer was treated with intravenous fluids of saline, insulin, lactated ringers and d5 to address the elevated bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.